Event description:
A report was received that the patient will undergo an ipg replacement for unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement for unknown reason.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement due to difficulty charging.

Event description:
A report was received that the patient will undergo an ipg replacement for unknown reason.

Manufacturer narrative:
Additional information was received that the patient had a competitor's device implanted and a non-bsc patient. The physician believed that there was no device malfunction.